Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer addressed low blood glucose by consuming glucose tablets without third-party assistance. Technical support helped update basal rate settings and advised consulting with a healthcare provider after updates.